Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and serious injury. The complaint is confirmed because the consumer reported that the cat bit through the patient tubing, which is a poor aseptic technique. The assignable cause was not determined. Additional information: a labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Event description:
Initially baxter product surveillance spoke with the peritoneal dialysis nurse (pdn) to follow up on an unrelated issue. During the conversation, the pdn stated that the home patient (hp) is being treated with an antibiotic for peritonitis, caused by cat bacteria (unspecified) as the hp reported the cat had bit the tubing (unspecified). Per the pdn, the peritonitis occurred about (B)(6) 2012. The pdn reported peritoneal dialysis (pd) therapy on the homechoice was currently "fine" and ongoing. At the time of the initial report, no further information was available. On (B)(4) 2012, baxter product surveillance spoke with a different peritoneal dialysis nurse (pdn), initial reporter was not available, and received additional information. On an unreported date, the patient began treatment with dianeal 1.5% dextrose, low calcium, and dianeal 2.5%, low calcium (doses, frequencies, lots, not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd) therapy. The pdn confirmed the event of peritonitis and stated the hp has since fully recovered (date unspecified). The pdn stated the hp was not hospitalized for the peritonitis. Per the pdn, the hp received remedial treatment with gentamicin and vancomycin (doses, frequencies, lots not reported). The pdn confirmed that the cause of the peritonitis was due the hp's cat biting the patient's peritoneal dialysis (pd) tubing (details not provided). The pdn confirmed that the hp was retrained, stating "times 2" in proper aseptic procedures. The pdn confirmed that the cause of peritonitis was not related to a baxter device or solution. No further information was provided.